Event description:
Related manufacturer reference number: 3006705815-2022-18928. It was reported the patient lost effective therapy because the leads migrated. As a result, the leads were replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.